Manufacturer narrative:
The intraocular lens was not returned for analysis. Prior to release the lens met all manufacturing specifications. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was learned the intraocular lens(iol) was removed and replaced on (B)(6)2009, due to the patient's complaint of blurred vision and the physician's observation of glistenings in the optic.